Event description:
It was reported the single-use sphincterotome's wire broke during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in MFR#3008040402-2026-000943 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.